Event description:
Hill-rom received a report from the account stating the slingbar bolt broke on a slingbar 450 that was attached to an overhead lift. The lift was located in the pt room at the time of the incident. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Device will be returned to manufacturer for eval. Under care and maintenance in the instruction guide for universal slingbars, 7en160185, it is stated" check the screw and locking nut that attaches the sling bar." A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.